Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running the short self-test. The customer reported the ventilator passed testing.

Event description:
It was reported that a ventilator was in a safety valve open condition. There was no patient involvement at the time of the event.